Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Use in a patient with nickel hypersensitivity. The starclose se instructions for use state under contraindications that the starclose se vascular closure system is contraindicated for the use in patients with hypersensitivity to nickel-titanium.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The starclose se device clip was used for arteriotomy closure in a patient with a known allergy to nickel. Per the contraindications section of the starclose se device instructions for use, the starclose se vascular closure system is contraindicated for the use in patients with hypersensitivity to nickel-titanium.

Event description:
It was reported that after an interventional stenting procedure, arteriotomy closure of the common femoral artery was achieved using a starclose se device. Reportedly, although the patient is allergic to nickel, a starclose se device clip, which is manufactured using nickel-titanium, was used to achieve hemostasis. The patient had a non-abbott stent that also contains nickel implanted. The patient reportedly remains asymptomatic. The starclose se device was deployed uneventfully and successfully achieved hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.